Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "pain in breasts and capsular contracture baker grade ii." Healthcare professional later reported rupture and gel fracture. Device has been explanted.

Event description:
Healthcare professional reported left side "pain in breasts and capsular contracture baker grade ii." Healthcare professional later reported rupture and gel fracture. Device has been explanted.

Event description:
Healthcare professional reported left side "pain in breasts and capsular contracture baker grade ii." Healthcare professional later reported rupture and gel fracture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1., h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe. Gel fracture: unable to observe. A review of the device history record has been completed. No deviations or non-conformances noted.